Event description:
Hcp reported the pump and catheter were removed due to an infeciton and skin erosion. Drug used: morphine. The device was explanted but not returned to the manufacturer for analysis. A follow-up report will be sent when additional information is received.